Event description:
It was reported via implant card that the patient's lead and generator were replaced due to high impedance and battery depletion respectively. Information was later received that high impedance was observed on the patient's device at a follow up appointment with the neurologist prior to the replacement surgery. It was stated by the physician that the patient did not have any traumatic events that could have led to the high impedance other than seizure falls which were not suspected to have contributed. The physician reviewed x-rays for the patient and did not observe any lead dislocation. The lead and generator were stated to not have been available for return. No additional information has been received to date.